Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest and subsequently expired; it was reported that these events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one ot two device reports for this event. Follow-up is in progress to determine the date of death. If additional information is received, a supplemental medwatch report will be submitted.